Event description:
The user alleges 4 events of circuit tubing disconnect from the circuit cuff which is attached to the anesthesia machine. There was no pt compromise for any of these alleged events.